Manufacturer narrative:
The complaint description states that a revision due to acetabular fracture of the ceramic insert and premature wear of the cone of the femoral stem. This complaint is related to the femoral stem wear. The device (corail stem) associated to the complaint was returned for analysis. There is a significant indentation in the medial part of the neck suggesting impingement with the cup, this was likely subsequent to the fracture of the ceramic head. The DHR analysis performed for the corail stem did not reveal any anomalies that could be related to the issue reported on the complaint. A search into the complaints database was performed, no other similar complaint was reported for the affected product code and lot combination. Based on the information received and the investigation performed, the root cause of the incident could be related to a product failure. The notch in the stem was likely caused by an impingement with the cup secondary to the fracture of the ceramic insert. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision due to acetabular fracture of the ceramic insert and premature wear of the cone of the femoral stem.